Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) alleging that her son¿s onetouch ultra2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that on (B)(6) 2018 at 03:30pm the patient obtained a result of ¿121mg/dl¿ on the subject meter which he felt was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with an insulin pump and the reporter denied that the patient made any changes to his diabetes management routine in response to the alleged issue. The reporter stated that ¿5 minutes¿ after the issue occurred the patient developed symptoms of ¿disorientated, hungry, shaky and collapsed¿ and self-treated with juice. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.